Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. Customer's blood glucose is 11mmol/l and sensor glucose value was 9.2. Customer was advised that sensor reading are now picking up. Customer was advised to monitor sensor.